Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation and investigation is underway. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture date: monitor (B)(4) - 04/22/2014, electrode belt - (B)(4).

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 between 2:30 and 3:00 am. The patient was reportedly in the hospital at the time of passing. Per clinical review of the patient's ECG recordings, it was found that the patient was in ventricular tachycardia (vt) at 02:40:26 on (B)(6) 2020. The patient then received a non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest treatment was vt at 150 bpm with CPR/motion artifact. The lifevest properly detected vt, but the patient's heart rate was at or below the threshold for treatment, so the patient did not receive a treatment from the lifevest. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death. Due to the patient not receiving a lifevest treatment while in a treatable rhythm, reporting event out of abundance of caution.